Event description:
Per the safety event submission form, the registered nurse writes, 'urinary catheter malfunction, upon removal of catheter, tip folded back creating a ridge or lip in the catheter tip preventing removal.'